Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was used to complete the procedure? The rest of the broken suture was used to complete the procedure. Followed up with the surgeon and no patient complications. What is the lot number? Lot number is unknown. Could you please confirm device's availability? Device is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name irgacare, active ingredient(s) triclosan, dosage form suture/solid/parenteral, strength = 2360 g /m.

Event description:
It was reported that a patient underwent a right knee procedure on (B)(6) 2022 and suture was used. During the procedure, surgeon completed the entire length of the fascia layer and when he went to go into the back stitch, suture broke during pull thru. There were no patient consequences reported. Additional information was requested.